Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting, hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted in 2025 (specific date not reported) and the patient was reimplanted with a new cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.